Event description:
The customer reported to philips healthcare that the display on the heartstart xl was blank. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.